Event description:
Olympus was informed that during an endoscopic ultrasound with a fine needle aspiration, severe bleeding was observed due to excessive force that was applied to the needle in order to puncture the patient's tissue. Olympus followed up with the user facility and was informed that the procedure was a liver biopsy due to elevated lst levels. It was noted that the bleeding site was injected with epinephrine, cauterized and then was clipped but was unsuccessful. The patient was transferred to a higher level of care for surgical intervention and was discharged within the week. However, the patient still complains of pain, but no further bleeding was reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.